Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the newly installed multigas unit gave a "gas line block" error message. They replaced the water trap, but the device then gave a "device failure" error message. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation and repair. The device, received without a water trap, showed no physical damage or fluid intrusion. The evaluation confirmed the reported errors, with the pump showing 575 hours of operating time. The pump was replaced, and the device was tested per the operator's manual and confirmed to meet manufacturer's specifications. A warranty exchange was processed due to the reported failure. The root cause was determined to be hardware failure of the pump. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: g7 monitor: model #: csm-1702ra. Serial #: (B)(6). Device manufacturer data: 11/19/2024. Unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the newly installed multigas unit gave a "gas line block" error message. They replaced the water trap, but the device then gave a "device failure" error message. No patient harm was reported.